Event description:
It was reported that during an unknown procedure the stapler failed, did not release the staples. Was there any damage or loss reported by the patient or user? No. Was there a significant delay? No.

Manufacturer narrative:
(B)(4). Date sent 7/7/2026. D4 batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1.. Did the device cut? 2. If the device cut/fired, was the cut line complete? 3. Did the device staple? 4. If the device stapled/fired, was the staple line complete? 5. If the device was stapled, was the shape of the staples (b-formation, irregular, unformed)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.